Event description:
This spontaneous report was received on (B)(6) 2012, from a (B)(6) female consumer reporting on self from the united states. The medical history included high cholesterol and consumer underwent heart bypass. The concomitant medications included fish oil, vitamin and potassium, all the three medications used one dose each, daily for unspecified indication, unspecified medication one dose for heart disorder, furosemide 40 mg as water pill and lipitor (atorvastatin) one dose for high cholesterol. On (B)(6) 2012, the consumer used stayfree super maxi long, cutaneously, one pad, once for incontinence (lot number 206211670450247, expiration date unspecified). Within thirty minutes, she broke out in rash from head to foot and her throat swelled up. The device was not used further. She consulted a physician. The events were resolving. This report was assessed as serious (medically significant). The company causality was assessed as possible.

Event description:
This spontaneous report was received on (B)(6) 2012, from a (B)(6) female consumer reporting on self from the united states. The medical history included high cholesterol and consumer underwent heart bypass. The concomitant medications included fish oil, vitamin and potassium, all the three medications used one dose each, daily for unspecified indication, unspecified medication one dose for heart disorder, furosemide 40 mg as water pill and lipitor (atorvastatin) one dose for high cholesterol. On (B)(6) 2012, the consumer used stayfree super maxi long, cutaneously, one pad, once for incontinence (lot number 206211670450247, expiration date unspecified). Within thirty minutes, she broke out in rash from head to foot and her throat swelled up. The device was not used further. She consulted a physician. The events were resolving. This report was assessed as serious (medically significant). The company causality was assessed as possible. Additional information received on (B)(6) 2013. The lot number was updated from 206211670450247 to 2062m6704. The product name was updated from stayfree super maxi long to stayfree super maxi with cottony dry cover. The consumer consulted a physician and was diagnosed with rash. She was treated with kenalog (triamcinolone) 40 mg and benadryl (diphenhydramine) 25 mg intramuscularly. About two to three days later, the events resolved. No sample was received. Retain sample was visually inspected and no nonconformance or manufacturing defects were observed. Based on the investigation results, due to lack of complaint sample, acceptable documentation review and absence of trends involving stayfree maxi super product family and no trend involving this lot number, there is no evidence to confirm that the device failed to meet the specifications or that a manufacturing issue is the root cause of this complaint. Complaint trends will continue to be monitored. This report remains serious.

Manufacturer narrative:
The date of this submission is (B)(4) 2013. This closes out this report unless other additional significant information is received.

Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.